Event description:
A physician reported a pt who on 30 september 1999 was skin tested with a negative result. On 3 december 1999 the pt was treated into right and left check areas and into both nasolabial (mandibular) folds. This was the pt's first treatment. Lumpiness was present at treatment sites "fairly soon after injection". The lumpiness "acutally never really went away." Subsequently, on 11 january 2000 the pt presented with erythema, swelling, pruritis at the treatment sites. On 1 february 2000 the physician prescribed oral claritin [10mg daily for ten days] and oral prednisone [20 mg for 4 days then 10 mg for 4 days]. The diagnosis was hypersensitivity.